Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination was performed on the returned device. It was noted that approximately 6mm of the proximal end of one of the blades was detached. The remaining 14mm of the blade and blade pad remained bonded to the balloon material. The detached part of the blade was returned with the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues noted with the balloon material, shaft, and tip or markerbands of the device which could have contributed to the complaint incident. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 19jun2025. It was reported that the balloon could not cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the upper arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, it was noted that the balloon could not cross the lesion. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that approximately 6mm of the proximal end of one of the blades was detached.